Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown implanted: explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000.0 mcg/ml at a dose rate of 820.1 mcg/day via an implantable pump. It was reported that the patient came in for follow up for pump refill on (B)(6) 2024, and 0.5 ml was aspirated from the pump reservoir verses the expected 7.5 ml of baclofen. The patient) was stationary in the intensive care unit (ICU in a different hospital since (B)(6) 2024. As per the healthcare provider the patient is suffering from a consequence of suspected rhabdomyolysis with rapid termination of intrathecal therapy in the ICU and on extracorporeal membrane oxygenation (ECMO) therapy. The pump and catheter remain implanted and in service. The physician's planned a follow-up to check the pump on (B)(6) 2024 and at the next refill planned for (B)(6) 2024. The issue was not resolved as of 2024-may-31. The status of the patient as of 2024-may-31 was alive with injury. Regarding factors that may have led or contributed to the event, it was indicated that the synchromed iii software update was done by the healthcare provider on their own tablets in (B)(6) 2024. The patient's medical history, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The physician gave the non-medtronic refill kit (including needle), which they always used for any pump refill, to the company representative. They were questioning if the needle can be used for refilling synchromed pump without damaging the refill port. Additional information was later received from a healthcare provider via a company representative on 2024-jul-23. The pump was replaced on (B)(6) 2024 and was to be returned to the manufacturer. It was indicated that the last pump refill did not show any further anomalies/deviations.

Manufacturer narrative:
8637-20 pump: visual inspection identified damage to the septum however it did not result in a leak during bench testing in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the patient was in rehab and was stable. No long-term health effects were expected. The hcp and patient no longer had confidence in the pump and the pump would be replaced. The pump replacement was scheduled for 2024-jul-22.

Manufacturer narrative:
H6 correction: code nh3034 and related overdose codes do not apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.